Event description:
The customer reported that after approximately 7 days of use, the feeding tube ruptured externally to the patient and required replacement. No additional medical treatment was reported.

Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. Sample evaluation could not be performed because the device was not returned. Review of the customer-provided photograph confirmed a tubing crack/rupture consistent with the reported condition. The device history record for lot 30120819 was reviewed and the product was produced according to product specifications. Root cause could not be conclusively determined. The customer-provided photograph confirmed a tubing crack/rupture; however, DHR review, process evaluation, and manufacturing equipment assessment identified no manufacturing abnormalities, process deviations, nonconformances, capas, or abnormal conditions that could explain the reported damage. All information reasonably known as of 01 july 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.